Manufacturer narrative:
Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all pump tubing were overlapping in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation through the longer length pump exhaust tubing at this site. A separation of this type may then allow the loss of fluid, rendering the device inoperable. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, though not verified, this device stopped filling up due to a rupture in the tubing near the pump and required replacement. No other adverse patient effects were reported.